Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a bypass surgery on (B)(6) 2021 and suture was used. During the procedure, at first stitch, the suture pulled off of the needle. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent to FDA: 07/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: an empty labeled winding former, a detached needle and a needle-suture piece of product code eh7242h were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole. During the visual inspection of the suture, marks on the surface due to use were found and the insertion end was not observed due to the needle was cut from the strand. Functional test was not performed, due to needle was received detached from suture. The condition of the sample received indicates improper handling of the device.